Event description:
It was reported that the user experienced hyperglycemia greater than 400 mg/dl after changing infusion supplies, noted the smell of insulin at the infusion site, paused the ilet, administered subcutaneous insulin by pen, and later received support to change the inset 23", 6 mm infusion set and reconnect, with a temporary pause maintained to avoid insulin stacking. Symptoms included none reported. Outcomes included transient hyperglycemia without need for outside assistance or medical intervention. Investigation included technical support review and user-guided troubleshooting of the infusion set and site, including disconnection guidance and reconnection with a new infusion set. Investigation of this case revealed a probable infusion site or set integrity issue consistent with insulin leakage, with the device alerting to high glucose as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined but consistent with use-related or site-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.